Event description:
It was reported that during service for an unrelated complaint, the air filter connected to the compressor was found leaking. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during service for an unrelated complaint, the air filter connected to the compressor was found leaking and the compressor also alarmed for high temperature alarm. Our field service engineer (fse) investigated the compressor mini on site. The issue with the reported temperature alarm was solved by cleaning the filters and the thermoelectric cooler's dust filter. The fse replaced the diss air filter after detecting a small leakage. The unit passed all functional and safety test per factory specifications, returned to customer and cleared for clinical use. The diss air filter is located between the compressor and the ventilator. A leaking filter causes insufficient air supply to the ventilator and alarms for low air supply pressure and high o2 concentration are generated. The diss air filter was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref# (B)(4).